Event description:
It was reported that device has dead battery. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a worm dso seal. There was no evidence in the device's event history log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The device passed calibration and the occlusion test. The service history review identified no indication that the complaint was related to a service of the device within the review period.